Event description:
Customer reported that her sensor was waking her up all night with low alert and the insulin pump went into threshold suspend. Customer checked her blood glucose and it was over 100 mg/dl. Customer stated if she received a sensor end or change sensor but stated she does get calibration error around the 5th day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.